Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2015: this case concerns a patient who experienced the event of inflammatory synovitis after the intra-articular application of synvisc in both knees. Based upon the available information the causal role of synvisc in the causation of the event cannot be ruled out.

Event description:
Based on additional information received on (B)(4) 2015, this case initially considered as non-serious was upgraded to serious as an additional serious event of inflammatory synovitis was added to the case. This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician (traumatologist). This case concerns a (B)(6) female patient who experienced inflammatory synovitis after receiving treatment with synvisc. No past drugs, medical history or concurrent condition was reported. Patient's concomitant medication included ciprofloxacin hydrochloride (ciprofloxacin) for prophylaxis. On an unknown date in (B)(6) 2014, the patient received treatment with intra-articular synvisc injection, at a dose of 2 ml (frequency, batch/lot number, expiration date: not provided) into an unspecified knee for patellar deformative osteoarthritis. It was reported that the patient developed a bilateral joint effusion of her knees and moderate pain after the application of synvisc in early days of (B)(6) 2014. On (B)(6) 2014, patient received second synvisc injection and the moderate pain continued. On (B)(6) 2015, after unknown latency, the patient presented an inflammatory synovitis in knees and the physician drained synovial fluid in 4 occasions (dates not specified) in a period of one month. During this time patient was treated with anti-inflammatory therapy (does not remember whether celecoxib once a day or naproxen, three times a day) for 5 days (non-steriodal anti-inflammatory drug (nsaids), not specified). On an unknown date, the physician took a sample of the synovial fluid and the result was negative to bacteria. The physician referred that the patient suffered incapacity to walk by her own during one month approximately. Action taken: permanently discontinued. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: disability. Additional information was received on (B)(4) 2015. Patient's age was added. An additional event of inflammatory synovitis and its details were added to the case. The events bilateral joint effusion and pain after the application of synvisc were changed to symptoms of inflammatory synovitis. The treatment start date of synvisc was updated from unknown to (B)(6) 2014. Dose and indication of synvisc was added. Action taken was updated from unknown to permanently discontinued. Seriousness criterion was added. Corrective treatment and laboratory tests were added clinical course was updated and text was amended accordingly.